Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the graduation markings were missing from two syringes. I have in my possession two 50-ml bd luer-lok syringes (ref#309563) that are missing the calibrations on the barrel completely. The lot number is 9240211." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: two (2) samples were received for investigation. One (1) sample was received in an opened blister pack and the other sample was received in an unopened blister pack. Both the returned samples were visually examined using unaided vision and both were found to be missing almost all the print from the syringe barrels. A machine malfunction during the printing process can cause missing print. This can be due to either a lack of pressure between the print pad and the syringe or a misalignment of the load fingers or chains that press the syringe into the printing pad. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that scale marking issues were found before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter. The graduation markings were missing from two syringes. I have in my possession two 50-ml bd luer-lok syringes (ref# (B)(4) that are missing the calibrations on the barrel completely. The lot number is 9240211. 2 occurrences were reported.